Event description:
Allegedly the patient fell down the stairs. High activity. Reported as neck breakage due to the fall.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01319, 01320. This event occurred in (B)(6).